Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal hydromorphone 35 mg/ml at 6.33 mg/day and unknown baclofen 400 mcg/ml at 72.34 mcg/day via an implanted pump for non-malignant pain. A refill issue was reported and the hcp could aspirate, but was unable to fill. Proper needle orientation was confirmed and attempted locked valve procedure. It was reviewed a mdt refill kit was recommended and to use a smaller syringe to force saline into the reservoir. It was further reported they were performing a refill and they were unable to fill the patient¿s pump to the full 20cc (not using a manufacturer¿s refill kit and they were using a 22 guage no coaring needle). At the refill, the expected volume was 3.4 and the actual volume was 4.3. It was noted when he tried to refill after aspirating the previous drug he was only able to put 17 cc of the 20 cc pump. It was noted the patient did have a fall recently after last refill and it was reviewed that could potentially affect the pump and a side x-ray would be an option to diagnosis if there were bellow issues. It was confirmed the patient did not have hyperbaric treatment. The doctor was given considerations to troubleshoot and would call back if he had further questions. The outcome was unknown. The event date was (B)(6) 2018. Patient symptoms were not reported. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the same issue was occurring on the date of this report where they could aspirate, but could not fill the reservoir fully. The patient did not scuba dive and had no hyperbaric treatments either. The hcp was assisted over the phone with the locked reservoir valve procedure and the hcp was able to successfully refill the pump reservoir. This resolved the issue. No further complications were reported/anticipated or expected.